Event description:
It was reported that a skin irritation causing a burning sensation, which had open wounds along with pain and discomfort had occurred while wearing the pod longer than 48 hours. The patient had visited their physician and was prescribed triamcinolone acetonide ointment 0,1% to be used in very small quantities.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.